Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that along with the previously reported issues the patient had swelling below the implant incision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is a participant in the (B)(6) registry. Twelve days post the implantable cardioverter defibrillator (ICD) implant the patient returned for a device/wound check. Extensive bruising from the incision to the torso, lue and backside was noted. The patient also had a pocket hematoma. The device remains in use. No further patient complications have been reported as a result of this event.